Event description:
On 03-may-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with rha 2 (current complaint), rha 3 (rc/2505010), and rha 4 (rc/2505011) in the chin. As we could not exclude rha2, rha3, rha4 as suspect products, three cases were created. On (B)(6) 2025, after the injection, the patient experienced a vascular occlusion and received an unspecified dose of hyaluronidase (hylenex). On (B)(6) 2025, the patient went to the hospital for xrays. Despite several reminders, no further information could be retrieved, especially regarding the outcome of the event. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Of note, rha 2 is not indicated for chin in the USA.